Manufacturer narrative:
(B) (4).

Event description:
The empty reservoir message was seen on the pt therapy manager. The pt did not hear any alarms. The pt did not have any symptoms of withdrawal. Additional info has been requested. A follow-up report will be submitted, if additional info becomes available.